Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid was observed on the tip of a syringe in a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray before use. No injury or medical intervention.

Manufacturer narrative:
Results: bd received five (5) photos of six 1ml s/t syringes without packages from a reported batch #7208581 were received by bd (B)(4) and evaluated. 5 of the syringes had a distorted/jammed stopper condition. 1 syringe had a normal stopper at the 0.1ml position. Clear liquid was observed filling half way up the tip of the syringe. Some of the liquid was also observed on the outside of the barrel as well. It is unknown whether the syringe was used. If the sample is unused then the liquid observed is likely silicone used in the assembly process. DHR review for batch #7208581: manufacturing dates: 07/14/2017 ¿ 08/24/2017. Batch quantity was (B)(4). Batch assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Distorted stopper was observed during production, which resulted in product requalification per applicable aql. Batch 7208581 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. However in this case, there is an unusual aggregation of silicone on the stopper or on the barrel roof area which created the noticeable appearance. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Bd (B)(4) was able to confirm the customer's indicated failure. Conclusion: unable to determine a root cause. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.